Event description:
Reporter alleged obtaining a discrepant blood glucose result of 445 mg/dl back to back with a result of 174 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that less than two hours prior to obtaining the results, he had eaten toast and jelly after obtaining a result of 40 mg/dl on the same system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.